Event description:
This was a spontaneous report from a consumer and concerns her (B)(6) husband from (B)(6): (B)(4). The patient's height was (B)(6). The patient's medical history and concurrent conditions included: heart attack. The patient applied precise pain relieving heat patch once, about a month ago, on for about six hours, over his pajama pants. Concomitant medications included atenolol (atenolol) (unspecified, unspecified) 50 mg initiated on an unspecified date for heart disorder and acetylsalicylic acid (acetylsalicylic acid) 81mg initiated on an unspecified date for heart health. On an unspecified date, the skin where the patch was applied was burned. It was reported that the burn "was the size of a quarter, maybe a little more." The burn was treated with "triple optiment" and was healing. The action taken with precise pain relieving heat patch was withdrawn. The outcome of the application site burn was recovering. This report was serious (medically significant). (B)(4).